Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, reported with a description of iol (intraocular lens) was stuck in preloaded injector, difficult to eject and the haptic edge came out straight, tried to remove iol manually but accidentally iol fall on floor. Lens was replaced with different model 3 piece company lens. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Viscoelastic was not provided. It is unknown if a qualified product was used. Root cause: the product investigation could not identify a root cause. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU (instructions for use). It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. A straight leading haptic may occur: due to the normal folding variations as indicated the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If the ovd fill rate is too fast the folding effect on the leading haptic is minimized. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens has been replaced into the device loading area upside down on top of the plunger. Neither haptic was in a straight position upon return. There was no damage to the device. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided.it is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint. Information provided in the file indicated that the lens was "stuck in preloaded injector, difficult to eject and the haptic edge came out straight, tried to remove iol manually but accidentally iol fall on ot floor". Upon return the lens had been replaced upside down onto the plunger inside the lens loading area. Neither haptic was in a straight position upon return. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, an alcon qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due to the information that the iol had been dropped onto floor when trying to manually remove, and based upon being replaced into the device loading area, the reported " stuck" and "leading haptic came out straight" cannot be confirmed. A straight leading haptic may occur: ¿ due to the normal folding variations as indicated the IFU diagrams. ¿ if the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. ¿ if the ovd fill rate is too fast the folding effect on the leading haptic is minimized. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. No further information has been provided at this time. File will be reopened when new information or the product is received. Information was provided that the surgery was completed using an company multipiece lens. Action taken: investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).